Manufacturer narrative:
(B)(4) - one half of an intraocular lens (iol) optic was received for analysis. The condition of the iol received precluded measuring the diopter. Batch records were reviewed and showed no deviations. Visual inspection of the present optic part took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 24.0 diopter of this lot number. A review of the historical complaint data base revealed that no complaints from this lot number were received. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. Patient outcome was not reported. All information available is included in this report.

Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication 3 weeks after the initial implant. Reason given was patient discomfort with the lens.